Event description:
A mayfield skull clamp (a1059) was noted to have a slippage problem. Prior to surgery and before the pt was placed in the unit, it was noted that the lock kept popping open. The unit was removed from service.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.